Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with post sensed t wave oversensing on the implantable cardiac monitor. No changes have been made and the patient was stable.